Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the IV tubing of 2 non-dehp continu-flo solution sets popped off at the screw-on collar. The event was further reported as "the collar does not engage, just keeps spinning around and not tightening". The event occurred prior to attaching to the patient; therefore, there was no patient involvement. No additional information is available.